Event description:
During chart review noted in "invasive vascular procedure / aortogram with runoffs" report on (B)(6) 2026: "however, the distal wire of the spiderfx distal embolic protection device detached into the distal popliteal artery, and it was promptly, completely and successfully removed with a 7mm goose neck snare, no residual foreign body stayed in the patient. The detachment of the distal wire of the spiderfx distal embolic protection device was deemed to be due to device malfunction." Per emr patient was discharged home later same day (B)(6) 2026.